Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a cadd-legacy plus pump underwent a fault, resulting in patient admittance to a hospital. Additional information has been requested; if received, a supplemental report will be sent. See MFR: 2183502-2016-02016.

Manufacturer narrative:
One cadd-legacy® pump was returned for evaluation. Visual inspection found the pump in good condition. A review of the event log did not show signs of fault or error. The log showed repeated power cycling; the pump keypad was tested and found to be operating properly. Functional testing involved delivery accuracy tests and showed that the pump performed within specification. The pump was determined to have functioned as designed. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).

Event description:
The patient was sent two pumps at the beginning of (B)(6). The reporter had not heard of problems since the pumps were sent.